Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a leak at the tubing. The pump did not inflate. A patient outcome of fully recovered was reported.